Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Per dfu, this lens model is contraindicated for patients with an anterior chamber depth (acd) less then 3.0mm. Patient's acd was reported to be 2.85mm. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -04.00 diopter in the patient's right eye (od) on (B)(6) 2016 and it was noted that the lens was torn. The lens was explanted on (B)(6) 2016 and exchanged for a lens the same size, model and diopter and the problem was resolved. There was no report of any apparent injury. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the optic torn/split, the haptic broken, and lens in half. Corrected data: previous report as "product problem" is incorrect. The correct report is "adverse event". (B)(4).